Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. Gore excluder aaa endoprostheses were implanted. A reintervention took place approx five months later to correct a proximal type I endoleak. An aortic extender component was deployed; however, it moved proximal during deployment and partially covered the left renal artery. A palmaz stent was implanted to ensure adequate proximal seal. During ballooning of the palmaz stent, both the stent and the aortic cuff were pushed up, totally covering the left renal artery. No additional procedures have been performed at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient.